Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical products: 407652 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead had high rv coil and svc coil impedances. The rv coil was fractured. The rv lead was programmed off and subsequently capped and replaced. No patient complications have been reported as a result of this event.